Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an abdominal surgical procedure to repair the prolapse and remove ovaries on unknown date and the mesh was implanted. The patient was discharged home with analgesia and laxatives. As the patient stated, excruciating pain occurred 24 hours a day as it felt like a cheese wire was inserted. Early 2015 the patient was presented with abdominal pain and rectal bleeding, and was referred using a two-week fast tract status. The following week, an urgent flexible sigmoidoscopy, defecating proctogram, and colonic transit time x-ray were performed. The patient was diagnosed with slow bowel transition and a rectal intussusception. The patient was referred to incontinence and colorectal service. Four months later, the recommended persistent irritation was performed every 2-3 days to enable a bowel movement. In (B)(6) 2015 the patient underwent a laparoscopic surgery, but the rectal intussusception repair was not performed. The surgeon explained that over two hours he was removing abdominal adhesions and then identified a mesh which was obstructing the patient¿s colon and rectum. It was also reported that the patient was referred under a colorectal multi-specialty service and was prescribed constella medication. Now the patient is waiting a further surgery to repair the rectal intussusception and to re-cut through the mesh to get to the colon and rectum. Additional information has been requested.